Event description:
It was reported that during the surgery for a metatarsal shaft fracture, it was noticed that the drill bit had bent slightly. It was then straightened and used to continue the procedure without any further issues. After the surgery was completed, it was discovered that the drill bit had cold-welded to the dental attachment (manufacturer depuy synthes) and could no longer be separated from it. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2026 - further information was received: it was reported by the customer that the drill bit was being used for the first time.

Manufacturer narrative:
The reported event was confirmed as the evaluation revealed the tip of the drill bit is bent and there are heavy fretting marks on the shaft. The drill bit is stuck in a device of another company, and it is not possible to disconnect them (see evaluation pictures 1 ¿ 3). Functional testing was not performed due to the damage to the device. The most likely cause is due to mechanical damage with another instrument/tool while using excessive force.